Manufacturer narrative:
Per tandem¿s user guide: the pump requires a minimum of 50 units available for delivery after fill tubing has been completed. Fill the syringe with approximately 95 units to have enough to fill your tubing and still have 50 units available for delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A syringe needle change was performed resolving the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 30 units of insulin. Reportedly, the customer changed out pump supplies and resumed insulin delivery. Customer's blood glucose was over 300 mg/dl.